Event description:
It was reported that the patient contacted her hcp (health care provider) via phone due to hyperglycemia. The patient's bg (blood glucose) levels reached 400 mg/dl. Patient reported her bg elevated after she had to remove her pod due to a communication error from her omnipod system. Symptoms reported include headache and nausea. The patient was prescribed zofran.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.